Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia as well as hyperglycemia. Customer¿s blood glucose level was 25 mg/dl at the time of incident and current blood glucose level was unknown. The customer was neither in emergency room, nor admitted into hospital as a result of high and low blood glucose. The caller stated that customer lost consciousness. The customer did not experiences any symptoms related to the high and low blood glucose. The troubleshoot was declined by the patient for high and the low blood glucose. The customer treated for low blood glucose with the glucagon. The customer also reported that needle was broke and insulin was not getting into the body because it was bending and it was hard to remove. The insulin pump will not be returned for analysis.